Event description:
The patient was arrived from surgery. Respiratory placed the patient on a ventilator with the settings that were ordered. The ventilator immediately started alarming that the ventilator was not receiving oxygen. Respiratory switched oxygen wall outlets and received the same alarm message. Respiratory placed the patient back on an ambu bag while a new ventilator was retrieved, set-up, and started.